Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 110-200 mg/dl fasting. Verified the strips expire 04/20/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 140 mg/dl and 204 mg/dl fasting. Reviewed meter memory: 525 mg/dl (B)(6) 2014 09:48 pm fasting: yes; 144 mg/dl (B)(6) 2014 09:47 pm fasting: yes; 372 mg/dl (B)(6) 2014 05:01 pm fasting: yes; 232 mg/dl (B)(6) 2014 02:27 pm fasting: yes; 55 mg/dl (B)(6) 2014 12:01 pm fasting: yes. Customer made a comparison to a "relion" meter, the result obtained was 100 mg/dl and when a blood test was performed with truetrack meter, 130 mg/dl was obtained. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. R&d investigation determined that the customer returned strips may have been dosed with water or some liquid and then may be returned to the vial. The dilution of the strip chemistry resulted in reduced glucose.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 110-200mg/dl fasting. Verified the strips expire 04/20/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 140mg/dl and 204mg/dl fasting. Reviewed meter memory: (B)(6). Customer made a comparison to a "relion" meter, the result obtained was 100mg/dl and when a blood test was performed with truetrack meter, 130mg/dl was obtained. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.